Event description:
In 2009, the patient reported experiencing elevated blood glucose this morning. She stated that last night she changed the infusion set and she primed 25 units of insulin but no insulin dripped from the end of the infusion tubing. Although the infusion tubing was not completely primed she connected to the infusion site. At 5:00am her blood glucose measured 567 mg/dl and she bolused 10 units of insulin. At 8:00 am her blood glucose had not decreased and she injected 10 units of insulin via syringe. She stated that the adapter had not been recently changed. She was advised to change the adapter with every 10th insulin cartridge change. The patient changed the adapter and performed the change cartridge procedure. She primed until she saw and felt insulin drip from the end of the infusion tubing. Upon follow up at about 5 days later, the patient reported that her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The adapter was requested to be returned for evaluation.